Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. Awaiting return.

Manufacturer narrative:
The complaint device has been received and evaluated. Visual observation confirms that the tip of the needle is broken, confirming this complaint. From past investigations of similar failure modes, it has been determined that repeatedly passing the needle through excess tissue causes the needle to fatigue and break. No further procedure information was provided to determine if the above reason contributed to this failure. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our rep is reporting the following to us: "distal tip broke off inside patient. Surgeon removed broken fragment. Used another needle to conclude. No patient consequences".

Event description:
Our rep is reporting the following to us: ¿ distal tip broke off inside patient. Surgeon removed broken fragment. Used another needle to conclude. No patient consequences¿.